Event description:
During aortic surgery, the cell saver machine failed to finish, spin and process shed blood. A second cell saver failed.

Event description:
During aortic surgery, the cell saver machine failed to finish, spin and process shed blood. A second cell saver failed.